Event description:
Device issue: failure to deploy-thumb advancer. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, during thumb advancer deployment, exchange sheath splitting could not be completed. The device was removed by a small cut-down procedure. Manual compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.